Manufacturer narrative:
(B)(4) follow-up emdr for device evaluation: one sample was provided to our quality team for investigation. Through visual inspection, it was observed that inner valves had sustained significant damaged, which caused the valve to leak; therefore, the reported failure mode was confirmed. A review of the internal manufacturing device records and raw material history files for the reported lot number 0001348944 was performed and no recorded quality problems or rejections related to this incident were found. Product undergoes inspections during manufacturing, no issues related to the reported incident were identified, all procedural and functional requirements for product release have been met. Based on the available information we are not able to identify a root cause at this time. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and defect will continue to be monitored by our quality team for signs of emerging trends.

Event description:
Description of the problem (what / why): valve leaking. How many times did the defect occur? Once. Medical intervention (other than first aid): not required. Needle stick/probe stick: not required. Other measures taken? Yes. Safety problem? No. Problem solved? Yes. How was the problem solved / additional information: valve change. Photo / sample available? Yes. Safety valve broken / damaged / defective: damaged. Safety clamp open if valve broken. / damaged. / damaged - no indication / not applicable. Safety valve lug broken / damaged - no indication / not applicable. Locking tab broken / damaged - no indication / not applicable. Leakage: no indication / not applicable. Successful drainage? Yes. Impact on patient : valve change. Contact with blood / body fluids - no indication / not applicable. Change in course of treatment due to event - no indication of this / not applicable. Time spent in catheter: (B)(6) 2021. Where is the catheter located: in the abdomen or chest? Abdomen. Connected device (pleurx/peritx/brand): 50-7050. Procedure performed by: worker. Performed at: home. Additional information - none / not relevant.

Event description:
Description of the problem (what / why) - valve leaking. How many times did the defect occur - once. Medical intervention (other than first aid) - not required. Needle stick/probe stick - not required. Other measures taken - yes. Safety problem - no. Problem solved - yes. How was the problem solved / additional information - valve change. Photo / sample available - yes. Safety valve broken / damaged / defective - damaged. Safety clamp open if valve broken. / damaged. / d.. - no indication / not applicable. Safety valve lug broken / damaged - no indication / not applicable. Locking tab broken / damaged - no indication / not applicable. Leakage - no indication / not applicable. Successful drainage - yes. Impact on patient - valve change. Contact with blood / body fluids - no indication / not applicable change in course of treatment due to event - no indication of this / not applicable. Time spent in catheter - (B)(6) 2021. Where is the catheter located: in the abdomen or chest? - abdomen. Connected device (pleurx/peritx/brand) - 50-7050. Procedure performed by - worker. Performed at - home. Additional information - none / not relevant.

Manufacturer narrative:
Pr 8688119 initial emdr submission. A follow up emdr will be submitted if additional information becomes available. Device problem code: a0401. Patient problem code: f26.